Event description:
This pt with parkinson's disease has undergone two prior deep brain stimulating implants. About two weeks ago pt was in a motor vehicle accident in which the vehicle struck a pole. The pt sustained a "whiplash-type" injury but no definite loss of consciousness. Somewhat later a CT scan showed a left subdural hematoma. Multiple bur hole evacuation of hematoma was successfully performed and the stimulating electrode was left in place. Currently the pt is alert, follows instructions, but slightly disoriented. Today pt will be admitted to the acute rehabilitation department for intensive physical therapy.